Event description:
Angioplasty was done for slowing flow in right upper extremity av fistula. During the inflation of the 6mm balloon in the cephalic arch the balloon had a transverse, rather than longitudinal, rupture and upon withdrawal through the puncture site a piece of balloon material sheared off. Dates of use: three weeks in 2007. Diagnosis or reason for use: angioplasty.